Event description:
I had to have a double mastectomy in 1997 and had reconstructive surgery with silicone breast implants in 1998 on the (B)(6). First mistake: should have not trusted the (B)(6) plastic surgeon and mfrs when they said they were safe! Numerous complications of ruptures/infections with repeated operations. My final attempt with implants were saline. Second mistake: was told "if they rupture don't worry its only salt water. It just gets absorbed into the body". Yeah right! Found out since they have faulty valves. Fast forward: the silicone has migrated into my entire body, I now have systemic silicosis, 2 autoimmune disease, had silicone granulomas removed from my ribs and silicone deposits removed from my vulva. I still have silicone in my lymph nodes and chest wall (which can't be removed as too dangerous). I now have a bacterial infection which is in my body and bloodstream from the ruptured saline implants and is causing havoc! Been in hospital 3 times now since the week before (B)(6) 2015, I have had septicemia twice in 3 weeks. I'm in this place more than at home. My life has been ruined through my trust in the plastic surgeon and the (B)(6) and the mfrs who I thought knew what they were doing but now known none of them do. It's a greedy business which makes billions world wide putting these toxic bags of silicone and saline in women's bodies and not knowing the long term effects. This bloody may kill me in the end because they don't know how to get this silicone and bacteria out of my body. But I'm going to keep banging on about this while I can and if stops just one woman going through what I have and going down that toxic path then it's been worth it. You've only got room for me to put 1 device down when I've had problems with them all. Here is the full list of devices: date, size, type, ref lot, sn: (B)(6) 1998, l style 153 27-153361 - (B)(4) (ruptured 1999); (B)(6) 1998, r style 153 27-153361 - (B)(4)(ruptured 2002); (B)(6) 1999, l style 410ff 27-ff125-375 - (B)(4) (ruptured in 2004); (B)(6) 2002, r style 410ff 27-ff125-375 131699 (B)(4) (ruptured in 2005); (B)(6) 2004, l style 150 27-150386 243603 (B)(4) (ruptured in 2011); expander - (B)(6) 2005, r style 150 27-150386 409809 (B)(4) (ruptured in 2013).